Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. 626285) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery. Concurrent conditions included abdominal discomfort, gerd, urinary tract infection, dysfunctional uterine bleeding, irritable bowel syndrome, constipation, anal warts, diarrhea, back pain and frequency urinary. Concomitant products included citalopram, medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychiatric problems condition: depression"), anxiety ("mental anguish") and dysuria ("bladder or urinary problems or changes: dysuria"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and dysuria outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysuria, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs, it has been reported that the test was not performed, however, in the previous version, results were provided. The patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain, depression and dysuria. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received : essure lot number and implant date were added. Product indication updated. Following events were added: pid, abnormal bleeding (vaginal), menorrhagia, vaginal infection, depression, mental anguish, bladder or urinary problems or changes: dysuria and abdominal pain. Event severity added for: physical pain/pelvic and abdominal pain. Concomitant drugs and reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. 626285) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida. Concurrent conditions included abdominal discomfort, gerd, urinary tract infection, dysfunctional uterine bleeding, irritable bowel syndrome, constipation, anal warts, diarrhea, back pain and frequency urinary. Concomitant products included citalopram, medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysuria ("bladder or urinary problems or changes: dysuria"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psych injury") and urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed") and post procedural complication ("post removal complication"). The patient was treated with cefalexin (keflex), ciprofloxacin (cipro), doxycycline, metronidazole (flagyl), sertraline hydrochloride (zoloft) and surgery (partial hysterectomy with unilateral salphigectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysuria, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysuria, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs, it has been reported that the test was not performed, however, in the previous version, results were provided. The patient did not have her essure removed, however, is currently planning for removal. Received treatment for bleeding, bladder/urinary problems : yes, psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain, depression and dysuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. 626285) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida. Concurrent conditions included abdominal discomfort, gerd, urinary tract infection, dysfunctional uterine bleeding, irritable bowel syndrome, constipation, anal warts, diarrhea, back pain and frequency urinary. Concomitant products included citalopram, medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysuria ("bladder or urinary problems or changes: dysuria"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psych injury") and urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed") and post procedural complication ("post removal complication"). The patient was treated with cefalexin (keflex), ciprofloxacin (cipro), doxycycline, metronidazole (flagyl), sertraline hydrochloride (zoloft) and surgery (partial hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysuria, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysuria, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs, it has been reported that the test was not performed, however, in the previous version, results were provided. The patient did not have her essure removed, however, is currently planning for removal. Received treatment for bleeding, bladder/urinary problems : yes, psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain, depression and dysuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received. Event added from pfs- post removal complication. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. 626285) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida. Concurrent conditions included abdominal discomfort, gerd, urinary tract infection, dysfunctional uterine bleeding, irritable bowel syndrome, constipation, anal warts, diarrhea, back pain and frequency urinary. Concomitant products included citalopram, medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysuria ("bladder or urinary problems or changes: dysuria"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psych injury") and urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed") and post procedural complication ("post removal complication"). The patient was treated with cefalexin (keflex), ciprofloxacin (cipro), doxycycline, metronidazole (flagyl), sertraline hydrochloride (zoloft) and surgery (partial hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysuria, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysuria, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs, it has been reported that the test was not performed, however, in the previous version, results were provided. The patient did not have her essure removed, however, is currently planning for removal. Received treatment for bleeding, bladder/urinary problems : yes, psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain, depression and dysuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received. Event added from pfs- post removal complication. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 626285) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida. Concurrent conditions included abdominal discomfort, gerd, urinary tract infection, dysfunctional uterine bleeding, irritable bowel syndrome, constipation, anal warts, diarrhea, back pain and frequency urinary. Concomitant products included citalopram, medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In march 2008, the patient experienced pelvic pain ("physical pain/pelvic"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psych injury") and dysuria ("bladder or urinary problems or changes: dysuria"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("uti"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysuria and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysuria, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs, it has been reported that the test was not performed, however, in the previous version, results were provided. The patient did not have her essure removed, however, is currently planning for removal. Received treatment for bleeding, bladder/urinary problems : yes, psych injury: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain, depression and dysuria. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Event : general abnormal bleed, uti added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. 626285) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida. Concurrent conditions included abdominal discomfort, gerd, urinary tract infection, dysfunctional uterine bleeding, irritable bowel syndrome, constipation, anal warts, diarrhea, back pain and frequency urinary. Concomitant products included citalopram, medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychiatric problems condition: depression"), anxiety ("mental anguish") and dysuria ("bladder or urinary problems or changes: dysuria"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and dysuria outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysuria, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs, it has been reported that the test was not performed, however, in the previous version, results were provided. The patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain, depression and dysuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and uterine perforation ('the essure coils were palpated and the right side, it appears that the distal tip was in the subserosal region on the verge of protruding through') in an adult female patient who had essure (batch no. 626285,626286) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, ovarian cyst, left lower quadrant pain, pruritus, pelvic adhesions, weight gain, libido decreased, dyspareunia, drug hypersensitivity, chronic cervicitis, multiparous and multiparous. Previously administered products included for an unreported indication: vicodin, ultram, darvocet, percocet., doxycycline, flagyl, micronor and robaxin. Concurrent conditions included abdominal discomfort, gerd, urinary tract infection, dysfunctional uterine bleeding, irritable bowel syndrome, constipation, anal warts, diarrhea, back pain and frequency urinary. Concomitant products included citalopram, medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysuria ("bladder or urinary problems or changes: dysuria"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psych injury") and urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed") and post procedural complication ("post removal complication"). The patient was treated with cefalexin (keflex), ciprofloxacin (cipro), doxycycline, metronidazole (flagyl), sertraline hydrochloride (zoloft) and surgery (total abdominal hysterectomy with left salpingectomy. And partial hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysuria, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysuria, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs, it has been reported that the test was not performed, however, in the previous version, results were provided. The patient did not have her essure removed, however, is currently planning for removal. Received treatment for bleeding, bladder/urinary problems : yes, psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain, depression and dysuria. Most recent follow-up information incorporated above includes: on 2-mar-2021: mr received: event the essure coils were palpated and the right side, it appears that the distal tip was in the subserosal region on the verge of protruding through added and made medically significant and intervention required due to surgery. Reporter, lot number, medical history and historical drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and uterine perforation ('the essure coils were palpated and the right side, it appears that the distal tip was in the subserosal region on the verge of protruding through') in an adult female patient who had essure (batch no. 626286-not valid, 626285) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, ovarian cyst, left lower quadrant pain, pruritus, pelvic adhesions, weight gain, libido decreased, dyspareunia, drug hypersensitivity, chronic cervicitis, multiparous and multiparous. Previously administered products included for an unreported indication: vicodin, ultram, darvocet, percocet., doxycycline, flagyl, micronor and robaxin. Concurrent conditions included abdominal discomfort, gerd, urinary tract infection, dysfunctional uterine bleeding, irritable bowel syndrome, constipation, anal warts, diarrhea, back pain and frequency urinary. Concomitant products included citalopram, medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysuria ("bladder or urinary problems or changes: dysuria"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psych injury") and urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed") and post procedural complication ("post removal complication"). The patient was treated with cefalexin (keflex), ciprofloxacin (cipro), doxycycline, metronidazole (flagyl), sertraline hydrochloride (zoloft) and surgery (total abdominal hysterectomy with left salpingectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysuria, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysuria, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs, it has been reported that the test was not performed, however, in the previous version, results were provided. The patient did not have her essure removed, however, is currently planning for removal. Received treatment for bleeding, bladder/urinary problems : yes, psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain, depression and dysuria. Lot number reported 626286 is not valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.